Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) pt had a bad run of ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp), which converted the pt, but the vt resumed. The device again was able to successfully convert the pt- this time by delivering a shock. Another vt episode then occurred, in which delivery of atp accelerated the pt's rhythm. The device delivered two more shocks and the pt was converted. While in the ambulance, the paramedics reportedly delivered four external shocks to the pt. A review of device memory found no episodes stored from the time of external shock delivery, and no electrograms were available from the time these external shocks occurred.

Manufacturer narrative:
Not returned. The boston scientific crm technical services department advised that the device would have stored an episode if it occurred above the 180 bpm lowest therapy zone cutoff, and met detection criteria. Technical services advised that the pt may have required external defibrillation due to a rate just below the rate cutoff, or for asystole. The physician elected to reprogram the lowest therapy zone cutoff to 150 bpm, to ensure that all vt episodes would be detected. The physician planned to re-evaluate the situation if the pt recovered, but unfortunately, the pt passed away. The device was not interrogated post mortem, and despite several attempts to obtain additional info , the current status of the device is unk. This event will be updated if any additional info becomes available.